Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. The device recorded eri(elective replacement indicator) on (B)(6) 2010 approximately 11 months after implant. Reference returned product analysis for longevity assessment. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device had early battery depletion and is now at eri. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. The device recorded eri(elective replacement indicator) on (B)(6) 2010 approximately 11 months after implant. Reference returned product analysis for longevity assessment. (B)(4) actual longevity is < 80% of 99.9% longevity limit. Analysis of the returned device concluded and based on the measurements, there was no internal short in the battery.

Event description:
It was reported that the device had early battery depletion and is now at eri. The device was explanted and replaced. No patient complicaitons were reported as a result of this event.